Event description:
The reporter indicated that the lead would not fit into the header. The date event is estimated.

Manufacturer narrative:
The reported connector problem (lead won't fit in header) was not verified in analysis. There is no indication of what lead was being used. The obsvd. Damage to the conn. Spring is typical of that resulting from improper use. Cause was not ascertained.